Event description:
It was reported that while the pt was vacationing, she developed severe pain, tightness, and went into a fetal position for one week. The pt was treated with pain medication and muscle relaxers; due to these medications she was intubated. She was in the intensive care unit for over a week and they were unable to find the cause. Since that time, when the pt raises her head, she has a very difficult time breathing. The pt was encouraged to contact her hcp. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.